Event description:
Caller reported an error with the continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, resolving the issue, and the sensor session was successfully restarted without further errors.

Event description:
Caller reported an error with the continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, resolving the issue, and the sensor session was successfully restarted without further errors. Upon follow up and escalated troubleshooting it was recommended that the pump be replaced. Customer will continue to use current pump to ensure insulin is not interupted.